Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. An additional MDR has been filed for this patient (reference 3006946279-2016-00072). Return expected, not yet received.

Event description:
Patient was revised due to fracture of the acetabulum after a fall. During the procedure, it was noted that the femoral head had dislocated from the acetabular liner.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.